Event description:
Patient was having a diagnostic laparotomy. It was concerted to exploratory laparotomy and during the bowel resection the stapler got stuck. It clamped down and would not open despite multiple attempts to unlock the device. This cause bowel that was trapped in the stapler to be surgically cut to remove the device from the patient. Manufacturer response for staple, implantable, gia (per site reporter): brad mizuno the field representative took the device with him to return to the company for evaluation.